Manufacturer narrative:
(B)(4).

Event description:
It was reported that episodes of ams were due to competitive a pacing. The patient was asymptomatic to the episodes. No programming suggestions were made as some of ams episodes were at and some appeared to be pmt and were not affecting the patient due to the fact that the device was not tracking the as in refractory. The patient was stable and continued with routine follow-up.